Event description:
On 7/9/93, a left axilla popliteal bypass with a graft and patch was performed. On 8/26/93, pt was readmitted for occlusion of graft. The pt was taken to the or where an excision and exposure of the graft revealed a false aneurysm of the graft. The aneurysm was repaired.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.